Event description:
It was reported that the date was inaccurate on the pump, cause was unknown. The customer's blood glucose level ranged from 360-361 mg/dl. Reportedly, the customer corrected the date to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.